Event description:
It was reported that customer received a motor error alarm. It was also reported that customer received a no delivery alarm. Insulin pump would need to be replaced. Out of warranty letter would be sent. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.